Manufacturer narrative:
Product complaint # (B)(4). Date sent: 8/1/2018. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the indications for surgery? Unknown. What is the surgeon¿s experience with the pvs device? He has used it over 100 times. What was the approximate width of the compressed vessel? Unknown. Did the surgeon wait 15 seconds prior to firing? No. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Unknown . Were there any difficulties with the device or staple formation during the initial procedure? None. How high does the surgeon believe the patient¿s blood pressure went? Unknown. During the reoperation, could staples be seen? Yes. Were there any issues noted regarding staple form? No. Why were blood products not given? They eventually were. What is the current patient status? Stable.

Event description:
It was reported that following a lobectomy procedure, the patient required reoperation due to bleeding from the inferior pulmonary artery. For the initial procedure, the surgeon performed a lobectomy. The site was dry upon closure. A few hours later the patient was filling the bucket with blood. By the time they got the patient back into the room he had lost one and a half liters of blood. The site of the bleeding was the inferior pulmonary artery between the lower and upper left lobe. The pve35a stapler had been used and the bleeding was coming from the center of the vessel. The surgeon believes the blood pressure caused the two-row staple line to fail. The patient was not given blood and is still on pressers.